Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor clot formation was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor clot formation based on the photo provided. Additional information provided indicates that the customer was not allowing tubes to clot for proper amount of time (30 minutes) and tubes may have been exposed to high temperatures. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "at 9:00 on (B)(6) 2023, the nurse found a foreign object in the blood collection tube when checking the patient before blood collection, and immediately replaced the blood collection tube to continue blood collection, and reported adverse events, which did not affect the patient. Received an update from the sales representative, and the description of the incident was updated as follows: after on-site investigation and communication with the customer, it was initially determined that the lack of resting time may cause the specimen to be fully mixed with the additive, resulting in incomplete agglutination, and it may also be due to the high storage temperature that caused the blood collection tube to drift.

Event description:
Hold kv 6/12/23 it was reported when using the bd vacutainer® sst¿ blood collection tube there was insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "at 9:00 on (B)(6) 2023, the nurse found a foreign object in the blood collection tube when checking the patient before blood collection, and immediately replaced the blood collection tube to continue blood collection, and reported adverse events, which did not affect the patient.". Received an update from the sales representative, and the description of the incident was updated as follows: after on-site investigation and communication with the customer, it was initially determined that the lack of resting time may cause the specimen to be fully mixed with the additive, resulting in incomplete agglutination, and it may also be due to the high storage temperature that caused the blood collection tube to drift.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.